Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 3.2 mmol/l, 7.8 mmol/l, and 16 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that due to patient physiology there was extracardiac stimulation. The lead was reprogrammed and is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The event occurred in (B)(6).